Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized by emergency room on (B)(6) 2021 due to high blood glucose. Customer's blood glucose was 450 mg/dl. Customer's current blood glucose was 424 mg/dl. The customer did experienced the symptoms such as nausea, headache. The customer was treated by emergency room and insulin pump. Troubleshooting was declined for high blood glucose and under delivery. Auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.